Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm was being used on (B)(6) 2024 and ¿the tip of the edge probe on the distal end broke off in the patient¿s shoulder and is now in the shoulder joint. X-rays are being taken to see if they can get the tip out of the shoulder joint¿. An alternate non-conmed device was used. Per further assessment it was found that "the surgeon was able to retrieve the tip out of the joint. No patient harm." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm was being used on (B)(6) 2024 and ¿the tip of the edge probe on the distal end broke off in the patient¿s shoulder and is now in the shoulder joint. X-rays are being taken to see if they can get the tip out of the shoulder joint¿. An alternate non-conmed device was used. Per further assessment it was found that "the surgeon was able to retrieve the tip out of the joint . No patient harm.". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.